Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4470 competitor lead implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient presented to the emergency department having experienced a shock and shortness of breath. This was determined to be due to af (atrial fibrillation) with rvr (rapid ventricular response). Atp (anti-tachycardia pacing) had been attempted but was unsuccessful, resulting in the shock which terminated the arrhythmia. The device remains in use. No further patient complications have been reported as a result of this event.